Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source of documents for review. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information becomes available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that pt was implanted a durom us acetabular component 50/44 j on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to pain.